Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod cannula was occluded and insulin was leaking. The patient stated their blood glucose (bg) levels were showing high while the pod was worn on their arm for 1 and ½ days. It is unclear if the bg value was displayed on the screen, and what the actual value was. The case is documented as being greater than 250 mg/dl (13.9 mmol/l) since the actual value is unknown. There was no medical assistance required. As treatment, a new pod was applied.